Manufacturer narrative:
Customer reverted to using insulin pens for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal and bolus delivery. Pump system check with tandem technical support did not identified a possible cause of the occlusions. Customer's blood glucose was greater than 240 mg/dl. Customer resumed pump therapy.